Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was presented with decreased tolerance for exertion (50 feet of ambulation), shortness of breath, decreased hemoglobin, however, denies edema. The pt was originally admitted for gastro-intestinal bleeding (gib). Blood cells in urine (hematuria) were also observed. The pt stated that these issues had been occurring 30 days prior to admission and had neglected to advise the vad coordinator and health care providers. Three days later, the vad coordinator attempted to increase the pump speed to 9200 rpm to alleviate the dyspnea, however, pi dropped below acceptable limits for the vad coordinator and the speed was returned to 8600. In addition, there was one event of "low voltage" alarming from the system monitor and the issue was resolved when pt changed over to batteries. Two days later, a pump exchange took place from one lvad to another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.